Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Subsequently, customer was hospitalized. Pump data review by tandem technical support confirmed the user was manually unlocking the pump and delivering override boluses. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.